Manufacturer narrative:
The parts other than the basket were discarded by the customer. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record of the reported lot was reviewed and found no irregularities. Since this is a known event and the cause can be inferred from the results of previous similar investigations, it was judged that investigation using equipment with similar structure or similar equipment is unnecessary. Based on the similar investigation results in the past, a likely mechanism causing the reported event might be the following. Due to various factors such as the shape, numbers, hardness of the calculus, and the magnitude of the force necessary to close the basket, it can be inferred that a force larger than expected might have been applied to the device while the basket was grasping the calculus. Due to in state of "1" description, the basket became stuck. An attempt was made to crush the calculus by using the bml-110a-1 continuously, a force more than expected applied to the device due to the various factors such as size, shape, hardness and a force to close the basket. The operating wire broke due to the situation described in "3". The above device handling has warned in the instruction manual as follows. *when the lithotriptor¿s basket does not smoothly open or close, do not apply force but move the forceps elevator or the scope¿s angle back, or move the position of the basket until the basket opens or closes with ease. If the action is forced, the tube may stretch and cannot be stored inside the coil sheath. Also, the calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body.

Event description:
We received the following report from the health professional. *during an endoscopic retrograde cholangiopancreatography, two devices were used. The first device could not be removed from the patient body. The user tried to remove the device with the emergency lithotriptor and could remove it. The user used the second device. The second device broke and became unable to remove from the patient body since the stone got stuck inside the basket. The user cut off the wire of the device at the proximal side. However, the basket could not be released. The proximal part of the device was discarded. The user tried to remove the device with the emergency lithotriptor. However, the basket remained inside the patient since the wire was broken. A gastro surgeon assessed the patient, decided that a specialist was needed a specialist and the patient was transferred to another hospital for surgical intervention to remove the basket. The patient stayed at the hospital for a number of nights. The patient underwent an ercp at the hospital on (B)(6) 2021, again. No further information was provided. It was reported that the lot number was unsure whether it was accurate. This is the report on the second device.